Event description:
Patient experienced hip pain. The patient had his liner exchanged and a longer femoral head was implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Patient requested the product.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Clinician review of the provided information determined that after twenty-five years in situ in a large, young male patient, some poly wear is not unexpected. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Patient experienced hip pain. The patient had his liner exchanged and a longer femoral head was implanted.